Event description:
It was reported that the patient was experiencing ventricular tachycardia (vt) however, due to programmed setting of the device, the vt was classified as supraventricular tachycardia (svt) and no high voltage therapy was delivered. The arrhythmia worsened to ventricular fibrillation (vf) and high voltage shocks were delivered and terminated the vf. The arrhythmia continued and due to the rhythm deterioration, intermittent undersensing was observed on the device. The low amplitude signals of the patient's rhythm dropped out of the programmed detection range and no further therapy was delivered. The patient died. The physician believes the device was performing as programmed and does not suspect a device malfunction.